Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure two devices were used and the tissue pads fell off. The tissue pad on the device fell off and was not found. Another device was used to complete the procedure. There was no patient consequence. Device to be returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.